Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into his right eye (od) in (B)(6) 2022. The patient is dissastisfied and complains of haloes. Lens remains implanted. If additional information is received a supplemental medwatch report will be submitted.